Event description:
The customer reported to their baxter sales representative that the clearlink catheter extension set, product code 2n8378, lot number ur09c18114, is leaking where the tubing and the retractable collar meet. The condition occurred during use. The customer has 8-10 cases of product that they do not feel comfortable using. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B) (4) evaluation summary: one actual sample and one companion sample were received by the plant for evaluation. The customer reported condition of "leaking where the tubing and the retractable collar meet" was confirmed on the actual sample and was not confirmed on the companion sample. During functional testing, the leak condition was confirmed in the actual sample by failing pressure testing at 8 psi and was observed between the two piece luer lock and the tubing. The most probable root cause for the condition could be related to bent tubing at the automatic instant assembly that did not allow complete solvent application and caused a lack of solvent.